Event description:
Filshie clips were utilized for my tubal ligation. The clips were not attached to the tubes and were floating around in my body causing sharp pains. I had the surgery to get the clips removed; however, he could only find one clip, the other is still floating inside my body causing pain. FDA safety report ID# (B)(4).